Manufacturer narrative:
Pump received with no act and up button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 153 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.